Event description:
It was reported that the procedure was to treat a lesion in the circumflex (cx) artery with heavy calcification and in the left main (lm) artery. This was an acute patient with unstable non-st elevation myocardial infarction. Pre-dilatation was performed and a non-abbott stent was placed. Post-dilatation was performed with a good result. A non-abbott stent was implanted in the lm. The 4.5 x 8 mm nc trek was prepared per the instructions for use, prior to use. The balloon was advanced without issue for post-dilatation, and inflated once to 20 atmospheres; however, the indeflator lost pressure, indicating that the balloon ruptured. The nc trek was removed. It was noted that resistance was met and the balloon catheter was pulled to remove. Abnormal markers were noticed on the guide wire. The balloon was inspected and it was found that the balloon broke circularly, and a small piece of the balloon material was left in the cx artery. The guiding catheter was removed and replaced with a new one. A whisper guide wire and a non-abbott guide wire were advanced in an attempt to place another stent to secure the balloon to the vessel wall, but the guide wires could not pass along the balloon catheter. The patient went into shock. Cardiopulmonary resuscitation (CPR) was started and the patient was intubated; however, it was not possible to get spontaneous circulation back, nor to open the totally occluded right coronary artery. CPR was stopped and the patient died. A clinically significant delay in the procedure was noted. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The reported balloon rupture and distal segment separation was confirmed. Scanning electron microscopy lab analysis determined that the balloon rupture/separation may possibly be related to exposure conditions or a material/processing discrepancy and the inner member damage/separation may be related to tearing. In this case, it was likely that a combination of highly calcified lesion and over-pressurization led to a balloon rupture. The distal segment separation was most likely caused by retraction against resistance. Resistance was most likely due to ruptured balloon getting stuck to the deployed stent/calcified lesion. A cine of the procedure was returned and reviewed. It was concluded that the angiograms sequence of events is consistent with the incident description. The radiopaque artifact is consistent with balloon fragmentation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). Use of pressure monitoring is recommended to prevent over- pressurization. The IFU also states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency. The reported occlusion and death are known adverse events listed in the IFU. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 4.0 x 12 mm resolute integrity, guide wire: whisper, pt2. (B)(4): above rated burst pressure, against resistance. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.